Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic procedure when the device is being used to cut the tissue, for all the reported devices the surgeon was able to press the green button, however they were unable to squeeze the handle therefore the devices were not able to fire. Another device was used to complete the case. There was no patient injury.